Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient leaned a little, the stimulation was too high. The rep adjusted the upright position to be smaller and the laying angle to be as big as possible to allow the recline angle to have the greatest zone since the patient preferred that setting the most. No further complications were reported.